Event description:
On 2020-oct-13, additional information was received from a family member. The caller reported that the experience with the pump running dry was "bad" and "not good" for a few weeks until they went back for a refill.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacture representative regarding a patient receiving hydromorphone (99.2 mcg/day) via an implanted infusion pump. It was reported the patient went in for a pump refill today. The patient noted for the last 3 weeks they had been in bad pain and went to the ER. Caller states they had been given shots in their back and oral hydromorphone of 4mg tablets (she has 2 prescriptions). The patient was waking up every night screaming because the pain was so bad. At the refill today the hcp told the patient their pump was dry but the reading still had 5.7 ml of medication but nothing was being pulled out. It was noted the hcp had only filled the pump as if it were 20ml but programing it for 40 ml. The patient noted they were able to get successful boluses but they didn't help. The rep called in and clarified the hcp filled the pump to 20 ml, but programmed the pump reservoir to be at 40 ml so the low reservoir date was off. It was noted the patient's pump did not alarm for empty pump since it was programmed to still have 5.3 ml of drug in it. The patient was going to be refilled and they plan to monitor the patient.

Manufacturer narrative:
Continuation of d11: product ID a810, lot# serial# unknown, implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the rep provide an overview about function of pump and need for refilling ahead of refill date.